Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a rise to possible high threshold measurements. It was noted that the lv lead had no capture on the programmed vector at the highest output. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted reprogramming was done.